Event description:
Medtronic received a report that the patient experienced headache. This adverse event (ae) did not lead to hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy or surgical procedure. Concomitant or additional treatment was given. The outcome status is recovered/resolved on (B)(6) 2024. This ae was not related to the disease under study and occurred post-procedure. Ae did not result in a new or worsening of existing neurological deficits. Patient experienced right hemicranial headache with dizziness and vomiting. It started after eating. Medication was prescribed with improvement in symptoms so it was not considered serious. The site assessed that this event did not lead to congenital anomaly, death, disability, or hospitalization and was not considered life threatening. Medical intervention occurred. The site assessed this event as not related to the antiplatelet medication, study device, study procedure, or study ancillary device. The sponsor assessed this event as possibly related to the device vantage, not related to index procedure, ancillary device or dual antiplatelet therapy (dapt). The patient was undergoing surgery for treatment of a saccular, right posterior communicating artery sidewall aneurysm with a max diameter of 6.5mm and a 5mm neck diameter. The aneurysm dome height and width were 2.5mm. Parent artery diameter distal to aneurysm was 3.9mm. Parent artery diameter proximal to aneurysm was 4mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. Post-implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. Device was successfully implanted in the patient, wall apposition was achieved. Posterior communicating and anterior choroidal artery side branches were covered by pipeline device. Patient medical history includes coronary heart disease and current smoker.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient recovered/resolved. The patient experienced a holocranial headache, without nausea, vomiting, visual disturbances or paresthesias. The patient went to the emergency room, where they were prescribed medicati on with improvement of the headache. Side branches covered by the pipeline: posteriro communicating and anterior choroidal arteries. Additional information received reported continuous frontotemporal headache, with photophobia and nausea. The patient also felt a feeling of dizziness.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the subject also had paresis iii and vi along with gait instability and paresthesia one month earlier (could be a date error). The headache reminds her of previous headache episodes.